Event description:
Rptr alleged obtaining discrepant blood glucose values of 165 mg/dl back to back with a result of 65 mg/dl when testing was performed less than 10 mins apart on the advantage system. Rptr stated he was able to self treat with orange juice and no other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.